Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received the root cause of the reported incident was lead migration, which is not product related. No further action is required.

Event description:
It was reported surgical intervention was undertaken wherein the patients leads were explanted and replaced with a different model.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01623. It was reported the patient is not receiving effective stimulation. Diagnostic testing indicated high lead impedances values. X-rays were taken and confirmed lead migration for both leads. In turn, surgical intervention may take place at later date to address the issue.